Event description:
Manufacturing country representative reported a site had a handheld that would not hold a charge. Good faith attempts have been made for the product to be returned for product analysis. Thus far the product has not been returned.